Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone via phone call that the insulin pump shuts off right after low battery alert. Customer's blood glucose value was unknown. Customer stated that there was crack on bottom of the case going towards the lcd screen and missing dome sticker. Troubleshooting was provided for cosmetic damage and blank display. Customer was advised to disconnect from the insulin pump. Customer was not called back after receiving a new battery cap. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing end cap sticker noted. Insulin pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or blank display were noted.